Event description:
Pt is awaiting heart transplant, on lvad since 12/1/01. Pt was being disconnected from the power console and transferred to a battery pack for transport out of the ICU when the power console apparently overheated and began smoking (thick, acrid smoke). The side of the console was black from the smoke. The pt was successfully moved to the battery pack and transported out of the ICU.